Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
Initially, it was reported that a zxr00 19.0 diopter intraocular lens (iol) will be explanted due the patient's continued blurred vision in his right eye. The patient is at -1.00 post operatively. Since the patient's last visit there has been no improvement to his vision. His right eye is still a problem, however his left eye is okay. Through follow-up it was learned that the lens was explanted on (B)(6) 2017 and during the procedure prolapse vitreous had occurred. The lens was replaced with the same model lens with an 18.0 diopter. The patient was still experiencing blurred vision when he was discharged. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 3/20/2017. Device returned to manufacturer? Yes. Device evaluation: the product was received for evaluation. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens, additional analysis was not possible. The reported issue could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.